Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2026. The blockage is located in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.